Event description:
The account alleged the head high/low drifts down.

Manufacturer narrative:
The tech found the hydraulic manifold failed a function test. He replaced the hydraulic manifold to repair the bed.